Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon wanted to fire the instrument and squeezed the handle. The right jaw fell off the instrument. The procedure was completed with another instrument and there was an extended or time of one hour. This product is being returned under airway bill.